Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box 2. Section h9 - added clear retainer ring recall number pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to detach retainer. The following were noted during visual inspection missing reservoir tube o-ring, broken reservoir tube lip, cracked keypad overlay at select button, fading serial number label, and cracked case near belt clip rails. Cosmetic damage to the retainer area was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a safety notice retainer ring and observed a crack on the retainer ring of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for coametic damage, and damage was not affecting/impacting pump functionality. Instructed customer that serialized device will be replaced. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.